Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy cable not being fully connected to the device. Physio reseated the therapy cable into the device and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was displaying a "connect electrodes" message. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no patient use associated with the reported event.